Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). The UDI and lot number were not provided, therefore section d4 was unable to be completed.

Event description:
A spectrum vascular distributor reported an end user experienced an issue when using a biostable PICC. Approximately 1 month post placement, during a treatment, the patient received about half of the prescribed treatment (about 300ml in 30 minutes), when the cytostatic was noted to be leaking. The crack in the hub is only visible when the device is turned on. The catheter was removed due to this event. The patient did not experience any adverse effects or harm because of this incident.